Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to nephrectomy procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, patient presented with abdominal pain. Subsequently, CT revealed increasing clot burden within both lungs. There were new lobar and segmental emboli within the pulmonary arteries of the left lower lobe. There was increased clot burden in the interlobar pulmonary artery on the right side. Approximately, seven days later, CT revealed filling defect seen in the ivc and ivc filter was stable in position. Venogram evaluation revealed there was much clot in a dilated right distal external iliac vein, a patent right internal iliac vein, with huge clot burden in the right common iliac and inferior vena cava up to the point of the filter. Advanced a guidewire up through the caval clots near the atrium, and showed that the top end of the ivc was widely patent. Pulling the catheter down to the top of the cava shows that there was a large strand of thrombus extending above the filter to close to the aortocaval junction. Post-procedure diagnosis indicated complete occlusion of ivc with clot from below the ivc filter to strand of clot from filter to near the aortocaval junction. Subsequent, inferior venogram revealed ivc filter to be tilted to the patient's right, absence of the right kidney, large strand of clot from the ivc filter to the near the atrial junction, complete occlusion of the ivc from the filter caudally with no visualization of the left common iliac vein. Partial thrombolysis; especially superior to the ivc filter. Catheter was positioned down more below the filter. Partial thrombolysis with need for continuing thrombolysis. This revealed that the ivc was now widely patent with no evidence of thrombus in the right iliac or the ivc filter or the superior ivc. Successful cessation of thrombolysis. The patient was suggested not remove his ivc filter as patient need it lifelong as well as lifelong anticoagulation. Therefore, the investigation is confirmed for occlusion of the ivc filter and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2014).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, patient presented with abdominal pain. Subsequently, CT revealed increasing clot burden within both lungs. There were new lobar and segmental emboli within the pulmonary arteries of the left lower lobe. There was increased clot burden in the interlobar pulmonary artery on the right side. Approximately, seven days later, CT revealed filling defect seen in the ivc and ivc filter was stable in position. Venogram evaluation revealed there was much clot in a dilated right distal external iliac vein, a patent right internal iliac vein, with huge clot burden in the right common iliac and inferior vena cava up to the point of the filter. Advanced a guidewire up through the caval clots near the atrium, and showed that the top end of the ivc was widely patent. Pulling the catheter down to the top of the cava shows that there was a large strand of thrombus extending above the filter to close to the atriocaval junction. Post-procedure diagnosis indicated complete occlusion of ivc with clot from below the ivc filter to strand of clot from filter to near the atriocaval junction. Subsequent, inferior venogram revealed ivc filter to be tilted to the patient's right, absence of the right kidney, large strand of clot from the ivc filter to the near the atrial junction, complete occlusion of the ivc from the filter caudally with no visualization of the left common iliac vein. Partial thrombolysis; especially superior to the ivc filter. Catheter was positioned down more below the filter. Partial thrombolysis with need for continuing thrombolysis. This revealed that the ivc was now widely patent with no evidence of thrombus in the right iliac or the ivc filter or the superior ivc. Successful cessation of thrombolysis. The patient was suggested not remove his ivc filter as patient need it lifelong as well as lifelong anticoagulation. Therefore, the investigation is confirmed for occlusion of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to nephrectomy procedure. At some time post filter deployment, it was alleged that the filter tilted, obstruction and presence of new lobar and segmental emboli within the pulmonary arteries of the left lower lobe. There was increased clot burden in the inter lobar pulmonary artery on the right side. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.